Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving circuit test error. It was reported there was no patient involvement at the time the issue was discovered, was discovered during testing. Bench repair evaluated the device and confirmed that the equipment has a technical alarm indicating that it has a leak. ¿low leak ¿ risk of co2 rebreathing¿ testing the equipment confirms that this leak exists. There is a leak in the gds, this causes issue an error in the data measurement. It has been determined that the gds needs to be changed. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the gas delivery system assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: a philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer declined service and repair. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.